Event description:
--

Event description:
Boston scientific received information that beeping tones were noted on this device. When the device was interrogated an error message appeared with a fault code of 1003. Data was sent to technical services fore review. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
--

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Technical services reviewed the data from the patient disk data. The low_voltage fault, first declared on (B)(6) 2013, is appropriate. There were no other suspicious faults or resets stored within device memory. The voltage is currently 3.022 volts, therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device is malfunctioning. The device should be replaced and returned for analysis. Using historical daily battery voltage measurement data, technical services estimated daily device power fluctuations. To date, the current appears steady. This behavior, however, may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates with a very high likelihood that there is sufficient reserve for the device maintain normal therapy functions for 28 days' time. Technical services concluded, the device is malfunctioning and must be replaced asap. According to the analysis, there is sufficient reserve for the device maintain normal therapy functions for 28 days' time. Additional information received noted that this device has been explanted and will be returned or analysis. Upon analysis this investigation will be updated.